Event description:
It was reported that there was a malfunction causing a greater than 20% over delivery of tidal volume during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.